Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and microscopic analysis was performed which identified broken sharp, non-penetrating nicks and observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening. Reason for reoperation: rupture, pain, tenderness and tightness.

Event description:
Healthcare professional reported "pain, tenderness, and tightness". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side rupture. Device remains implanted.